Event description:
Pt was having chest CT performed and during the contrast injection, the extension set came apart from the angio cath. The site did not infiltrate. The extension set was reattached and secured. Procedure continued. The macrobore extension set split open the second time below the angio and clave attachment. New clave applied. Site flushed without difficulty and the procedure concluded without further incident. Dates of use: (B)(6) 2010. Diagnosis or reason for use: contrast injector for CT.